Event description:
At about 5 years 3 months after the primary, the patient came in reporting pain due to a loose stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 28 october 2024. Lot 189969: (B)(4) items manufactured and released on 28-march-2019. Expiration date: 2024-03-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported events during the period of review.